Manufacturer narrative:
One opened bl5623 pouch from lot v5254 was returned for evaluation. The visual examination of the cutter found the tip protector missing, the needle is bent/curved and dried solution is visible in the tubing. The port window is in the opened position and the back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using the stellaris pc system. The cutter would not cut, it is clogged and cannot aspirate. It should be noted that a bent needle could contribute to the poor cutting performance and to the clogging due to the restricted flow at the bent location. The cause of the bent needle cannot be determined.

Manufacturer narrative:
The product evaluation is still pending. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the (B)(6) indicated that the cutter was not cutting properly during case. No patient injury reported.